Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the cause of the pvl cannot be confirmed; however, it may be related to an undersized valve along the eccentricity of the native aortic annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
After transfemoral deployment of a 23mm sapien xt valve, severe paravalvular leak (pvl) was noted, requiring surgical intervention. The patient expired 9 days post-op. Tavr procedure via transfemoral approach with a 23mm sapien xt valve (nominal volume +1cc extra volume) with no complications. Post valve deployment, significant pvl noted along non-coronary cusp and right coronary cusp per tee. The valve was placed 50:50 within the native annulus and leaflet mobility was noted as "normal." Post-dilation with 23mm x 4cm edwards bav catheter with additional 2cc added was attempted with no change to pvl. The patient continued to remain hemodynamically stable. After discussion amongst the team, the decision was made to take the patient for an open avr while the patient had stable hemodynamics. During open-heart surgery, it was noted a "2 mm gap between the sapien xt and the commissure between the right and non-coronary cusp." It also appeared, "the commissure between the rcc and ncc had relaxed during dilation perhaps causing the pvl". However, the valve position looked good. The 23 mm sapien xt was explanted and a 21 mm magna valve was implanted without difficulties or complications. Of note, a left atrial appendage exclusion was also performed in conjunction with the surgical avr. The patient's native annulus measure 19.7mm x 26.9mm via CT, with moderate annular and leaflet calcification, and mild aortic root calcification. It was noted the sapien xt was possibly undersized. The patient was stable post-procedure and returned to recovery. In recovery, patient had a witnessed cardiac arrest. Patient was re-intubated and CPR was performed for 11-12 minutes. IV vasopressors were started and the patient received multiple blood products and IV fluids. Chest tube drainage was 1,500ml ("15-300ml per hour" and urine output decreased. On post-op day three (3) she has an electroencephalogram (eeg) which showed, possible seizure activity and possible anoxic encephalopathy. On post-op day nine (9), care was withdrawn per family and patient expired. There was no allegation by the surgeon or physicians that the edwards device caused or contributed to the events that eventually lead to the death of the patient.